Manufacturer narrative:
Section e1: initial reporter: email address: unknown, as information was asked but it was not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon noted the preloaded multifocal lens felt stiff as it was advanced; when advanced further, the tip bent and the lens tore. The incident occurred outside the eye with no patient contact, and a backup lens was used. No further information was provided.